Event description:
It was reported that the patient underwent a gynecological procedure on(B)(6) 2005 and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and boston scientific polyform was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia and neuromuscular problems. It was reported that the patient had hysterectomy procedure on (B)(6) 2008. (B)(4) ¿ urinary/bowel problems; undefined recurrence.

Manufacturer narrative:
Date sent to FDA: 04/05/2016.

Manufacturer narrative:
Date sent to the FDA: 03/29/2017.